Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further specified as a change in caretaker. The peritonitis was manifested by stomach pain. On an unknown date, the patient was hospitalized and was treated with vancomycin injection (500mg, intraperitoneal, every 5th day, ongoing), and amikacin injection (250mg, intraperitoneal, once a day, ongoing) for the event. For the event. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. Pd therapy was ongoing. The patient and caretaker were retrained for proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that the patient had recovered from the peritonitis event and was discharged from the hospital. It was reported that the patient is recovering from stomach pain. Should additional relevant information become available, a supplemental report will be submitted.